Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an extrusion of the receiver/stimulator. Reimplantation is planned but has not taken place as of the date of this report.

Event description:
Correction: the correct serial number (d4) is (B)(6) as previously reported.